Event description:
The facility rep reported a fail code 500 during use with no pt involvement. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.